Event description:
During bile duct stone extraction the physician used a cook memory hard wire basket. It was reported that the user opened the package and advanced the device into endoscope normally. The user then advanced the device over the stone and pulled and felt slight resistance when closing the basket toward duodenal papilla. When the user retracted the basket they observed that there was broken basket wire. User changed to another same rpn device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket advanced. The basket had one (1) broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to be fully advanced and retracted with the broken wire remaining outside the catheter without resistance. Under magnification of the broken wire evidence was found of embrittlement of the wire material. There was no evidence of the wire being damaged by the buff process. A slight bend was noted in the proximal portion of the broken wire. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on 02dec2024. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.